Event description:
A company representative reported that a patient was revised to address a fractured locking mechanism on an ozark plate and two migrated ozark screws. It was further reported that the patient experienced neck pain. This report captures the first of two screws.

Event description:
No new information.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.